Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the handpiece device had component damage, a sticky trigger, and unintended motion. Therefore, the reported condition that the device was not working anymore was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device failed the lid leak tightness test, the device trigger was fractured and broken in two pieces, and the housing was deformed/bent. It was further determined that the device failed pretest for check for sticky trigger, check for unintended motion, check falling out protection (steel ring), check roundness of housing, leakage test using bubble emission technique, check condition and function of triggers, and check function of all modes with power module. It was noted in the service order that the device was not working anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.